Event description:
Report of infection received per product comment info report. Followup with hcp revealed the pt had fever, redness, drainage, pain, incisional wound opening and chills. A culture was obtained of the device pocket, an abdominal wall abscess, and the cerebro spinal fluid that revealed "staph epidermitis meningitis and white cells in the spinal fluid". The pump was removed and 2 days later, the catheter was removed. The pt was treated with IV antibiotics and oral keflex. Pt's discharge condition was good.